Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black power cable being damaged with a green fluid-like substance was confirmed. The returned system controller (serial number (B)(4) was observed to have a tear in its black power cable upon arrival near the controller-side bend relief, revealing the inner shielding layer with a dried green fluid-like substance. The controller was functionally tested and operated a mock loop as intended. However, slight wire fatigue was observed within both power cables. The power cables were opened, and the dried green fluid-like substance was observed throughout both cables¿ jackets. Despite these observations, the voltage of the system did not fluctuate when the power cables were manipulated by hand during testing, and no atypical alarms were produced. Log files were extracted from the controller during testing; no atypical events were observed, and the pump maintained speeds above the low speed limit while connected to the driveline. The root causes of the reported events were unable to be conclusively determined through this analysis. However, damage to the black power cable may have allowed fluid to enter the power cable assembly. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped to the customer on (B)(6) 2018. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a worn area on the black lead of their system controller. They denied alarms but reported a green-like fluid that was similar to a corrosive battery leaking from the area. The controller was exchanged.